Event description:
The lay user / patient contacted lfs on (B) (6) 2010 alleging inaccurate high readings on her one touch ultrasmart meter. A medical surveillance specialist (mss) contacted the pt on 05/06/2010 twice and each time the pt disconnected the call. The pt first noticed the high readings on the morning of (B) (6) 2010 at around 8-9:00am. The pt mentioned approx 3 days later on (B) (6) 2010, she exhibited symptoms of feeling light headed, lack of concentration and "low blood sugar". Slightly before 2:00pm, the pt drank some soda. She tested her blood glucose and obtained a 237 mg/dl. Less than 30 mins later, she went to the physician's office and tested on the hcp's meter and obtained a 177 mg/dl and a 140 mg/dl on the facility's freestyle meter. The difference between the 2 meters was greater than 30 mg/dl (1.7 mmol/l) or 30%. The pt was treated with IV glucose. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. A quality control test was not done since the pt did not have any control solution. The technique of applying blood on the test strip was correct. The pt's meter was replaced. No further clinical info was provided. It would have been helpful to know what the readings were prior to the event, the pt's diabetes regimen and whether the pt's diabetes regimen was changed. Product was replaced. The complaint is being reported since the pt alleged that due the high reading on their meter, she developed symptoms and had to be treated with IV glucose by a medical professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.